Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pain ('stinging sensations throughout the body') in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), depression ("depression lasting for days"), loss of libido ("loss of libido"), abdominal distension ("abdominal distension"), weight fluctuation ("weight fluctuations"), alopecia areata ("severe hair loss (alopecia areata)"), eczema asteatotic ("dry skin (persistent eczema)"), gingival disorder ("gum problems"), abdominal adhesions ("adhesions in the abdomen"), cystitis ("cystitis"), abdominal discomfort ("lower abdominal discomfort"), vaginal discharge ("unusual discharge with white spots in the underwear, which do not go away"), arthralgia ("stabbing pain in left hip"), headache ("headache"), hypertension ("hypertension"), back pain ("back pain on prolonged standing"), nausea ("nausea (prior to appendix surgery)"), vomiting ("vomiting (prior to appendix surgery)"), diarrhoea ("diarrhoea"), constipation ("constipation"), memory impairment ("forgetfulness"), coital bleeding ("postcoital blood loss"), anxiety ("anxiety"), panic attack ("panic attacks"), mood swings ("mood swings"), vitamin b12 deficiency ("vitamin b12 deficiency"), systemic lupus erythematosus ("lupus"), food intolerance ("food intolerance (egg white allergy)"), food allergy ("egg white allergy"), fatigue ("fatigue") and insomnia ("insomnia") and was found to have smear cervix abnormal ("abnormal pap smears") and cardiac murmur ("heart murmur has returned"). The patient was treated with surgery (foreign material was removed). Essure was removed. At the time of the report, the pain, depression, loss of libido, abdominal distension, weight fluctuation, alopecia areata, eczema asteatotic, gingival disorder, abdominal adhesions, cystitis, abdominal discomfort, vaginal discharge, arthralgia, headache, hypertension, back pain, nausea, vomiting, diarrhoea, constipation, memory impairment, smear cervix abnormal, coital bleeding, anxiety, panic attack, mood swings, cardiac murmur, vitamin b12 deficiency, systemic lupus erythematosus, food intolerance, fatigue and insomnia outcome was unknown. The reporter considered abdominal adhesions, abdominal discomfort, abdominal distension, alopecia areata, anxiety, arthralgia, back pain, cardiac murmur, coital bleeding, constipation, cystitis, depression, diarrhoea, eczema asteatotic, fatigue, food allergy, food intolerance, gingival disorder, headache, hypertension, insomnia, loss of libido, memory impairment, mood swings, nausea, pain, panic attack, smear cervix abnormal, systemic lupus erythematosus, vaginal discharge, vitamin b12 deficiency, vomiting and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): cytology on an unknown date: most recent cytology was normal. Smear cervix on an unknown date: abnormal (even before insertion of the essure devices). Amendment: the report was amended for the following reason: events fatigue, insomnia added; previously reported event recurrent heart palpitations was updated to heart murmur has returned; event food intolerance (egg white allergy) was split. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pain ('stinging sensations throughout the body') in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), depression ("depression lasting for days"), loss of libido ("loss of libido"), abdominal distension ("abdominal distension"), weight fluctuation ("weight fluctuations"), alopecia areata ("severe hair loss (alopecia areata)"), eczema asteatotic ("dry skin (persistent eczema)"), gingival disorder ("gum problems"), abdominal adhesions ("adhesions in the abdomen"), cystitis ("cystitis"), abdominal discomfort ("lower abdominal discomfort"), vaginal discharge ("unusual discharge with white spots in the underwear, which do not go away"), arthralgia ("stabbing pain in left hip"), headache ("headache"), hypertension ("hypertension"), back pain ("back pain on prolonged standing"), nausea ("nausea (prior to appendix surgery)"), vomiting ("vomiting (prior to appendix surgery)"), diarrhoea ("diarrhoea"), constipation ("constipation"), memory impairment ("forgetfulness"), coital bleeding ("postcoital blood loss"), anxiety ("anxiety"), panic attack ("panic attacks"), mood swings ("mood swings"), vitamin b12 deficiency ("vitamin b12 deficiency"), systemic lupus erythematosus ("lupus"), food intolerance ("food intolerance (egg white allergy)"), food allergy ("egg white allergy"), fatigue ("fatigue") and insomnia ("insomnia") and was found to have smear cervix abnormal ("abnormal pap smears") and cardiac murmur ("heart murmur has returned"). The patient was treated with surgery (foreign material was removed). Essure was removed. At the time of the report, the pain, depression, loss of libido, abdominal distension, weight fluctuation, alopecia areata, eczema asteatotic, gingival disorder, abdominal adhesions, cystitis, abdominal discomfort, vaginal discharge, arthralgia, headache, hypertension, back pain, nausea, vomiting, diarrhoea, constipation, memory impairment, smear cervix abnormal, coital bleeding, anxiety, panic attack, mood swings, cardiac murmur, vitamin b12 deficiency, systemic lupus erythematosus, food intolerance, fatigue and insomnia outcome was unknown. The reporter considered abdominal adhesions, abdominal discomfort, abdominal distension, alopecia areata, anxiety, arthralgia, back pain, cardiac murmur, coital bleeding, constipation, cystitis, depression, diarrhoea, eczema asteatotic, fatigue, food allergy, food intolerance, gingival disorder, headache, hypertension, insomnia, loss of libido, memory impairment, mood swings, nausea, pain, panic attack, smear cervix abnormal, systemic lupus erythematosus, vaginal discharge, vitamin b12 deficiency, vomiting and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): cytology - on an unknown date: most recent cytology was normal.. Smear cervix - on an unknown date: abnormal (even before insertion of the essure devices). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data has been conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pain ("stinging sensations throughout the body") in a female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. The patient had a medical history of pap smear abnormal. On (B)(6) 2009, the patient had essure inserted. An unknown time later she experienced pain (seriousness criteria medically important and intervention required), depression ("depression lasting for days"), loss of libido ("loss of libido"), abdominal distension ("abdominal distension"), weight fluctuation ("weight fluctuations"), alopecia areata ("severe hair loss (alopecia areata)"), eczema asteatotic ("dry skin (persistent eczema)"), gingival disorder ("gum problems"), abdominal adhesions ("adhesions in the abdomen"), cystitis ("cystitis"), abdominal discomfort ("lower abdominal discomfort"), vaginal discharge ("unusual discharge with white spots in the underwear, which do not go away"), arthralgia ("stabbing pain in left hip"), headache ("headache"), hypertension ("hypertension"), back pain ("back pain on prolonged standing"), nausea ("nausea (prior to appendix surgery)"), vomiting ("vomiting (prior to appendix surgery)"), diarrhoea ("diarrhoea"), constipation ("constipation"), memory impairment ("forgetfulness"), coital bleeding ("postcoital blood loss"), anxiety ("anxiety"), panic attack ("panic attacks"), mood swings ("mood swings"), vitamin b12 deficiency ("vitamin b12 deficiency"), systemic lupus erythematosus ("lupus"), food intolerance ("food intolerance (egg white allergy)"), food allergy ("egg white allergy"), fatigue ("fatigue") and insomnia ("insomnia") and was found to have smear cervix abnormal ("abnormal pap smears") and cardiac murmur ("heart murmur has returned"). The patient was treated with surgery (foreign material was removed). Essure was removed. At the time of the report, the outcomes for pain, depression, loss of libido, abdominal distension, weight fluctuation, alopecia areata, eczema asteatotic, gingival disorder, abdominal adhesions, cystitis, abdominal discomfort, vaginal discharge, arthralgia, headache, hypertension, back pain, nausea, vomiting, diarrhoea, constipation, memory impairment, smear cervix abnormal, coital bleeding, anxiety, panic attack, mood swings, cardiac murmur, vitamin b12 deficiency, systemic lupus erythematosus, food intolerance, fatigue and insomnia were unknown. The reporter considered abdominal adhesions, abdominal discomfort, abdominal distension, alopecia areata, anxiety, arthralgia, back pain, cardiac murmur, coital bleeding, constipation, cystitis, depression, diarrhoea, eczema asteatotic, fatigue, food allergy, food intolerance, gingival disorder, headache, hypertension, insomnia, loss of libido, memory impairment, mood swings, nausea, pain, panic attack, smear cervix abnormal, systemic lupus erythematosus, vaginal discharge, vitamin b12 deficiency, vomiting and weight fluctuation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [cytology] (date unknown): most recent cytology was normal. [Smear cervix] (date unknown): abnormal (even before insertion of the essure devices) quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 17-jun-2022: the followng information were updated: patient´s initials, patient´s name, complete date of essure insertion. Based on the available information, a review of our complaint records and other relevant data has been conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.